Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, lot# n072728, implanted: (B)(6) 2007, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving compounded baclofen 1000mcg/ml at 855.9mcg/day and bupivacaine 20mg/ml at17.118mg/day via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. During the operating room (or) case, the representative was told by the physician that a granuloma was identified at the end of the patient's catheter but since they still had drug flow, and the patient was a paraplegic, it was noted that there was no reason to remove or replace the catheter. There was no intention in "distrusting therapy." (This source document contained omitted information, unrelated to this event, which is captured in (B)(4) and corresponding regulatory report # 3004209178-2016-25466)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.